Event description:
It was reported that the tubing leaked at the top of the drip area that goes into the chamber. It was noted that this caused a treatment delay, however; it was also confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Additional information provided: d.11. ***************************************** the customer's report of the tubing leaked at the top of the drip area that goes in the chamber was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set a small hole was observed in the silicone tubing below the upper fitment retainer ring. Clear liquid was observed in the drip chamber and entire length of tubing. No other abnormalities were observed. Functional testing confirmed blue dyed water dripping out of the location of the hole in the silicone segment tubing. The cause of the leak was due to a hole in the silicone tubing just below the upper fitment retainer ring. The root cause of the hole could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing leaked at the top of the drip area that goes in the chamber. This causes delay and there was no patient harm.